Event description:
It was reported that the patient underwent a lumbar surgical procedure. Sometime post-op it was reported that the patient had pseudoarthrosis. The patient underwent a revision surgery to remove and replace the hardware.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.